Event description:
It was reported that a late pericardial effusion and chest pain occurred. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed and a 30mm watchman laa closure device & delivery system (wds) was implanted. On (B)(6) 2020, pericardial effusion was noted around the laa and the patient had some chest pain. At this time, the patient was on aspirin. Pericardiocentesis was performed and approximately one liter of fluid was removed. The patient is stable and was discharged. It was further reported that the correct date of implant was (B)(6) 2020. The pericardiocentesis fluid was red and bloody. The patient had stopped anticoagulants on her own a few days prior to presenting to the ER. The implant device appeared well seated and to have endothelialized. She is not on baby aspirin.

Manufacturer narrative:
D6: implant date corrected from (B)(6) 2020 to (B)(6) 2020.

Event description:
It was reported that a late pericardial effusion and chest pain occurred. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed and a 30mm watchman laa closure device & delivery system (wds) was implanted. On (B)(6) 2020, pericardial effusion was noted around the laa and the patient had some chest pain. At this time, the patient was on aspirin. Pericardiocentesis was performed and approximately one liter of fluid was removed. The patient is stable and was discharged.